Manufacturer narrative:
Examination is not possible. As per the reporting, it remains in the patient. Current product design includes (B)(4). This product improvement was established in december 2005. A lot code to determine product age of this particular instrument was not provided. The investigation could not identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Head trial slipped off of implant neck taper and fell back behind acetabulum. Surgeon was not able to retrieve it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.